Event description:
It was reported that octreotide infusion was supposed to run in at 50 mcg/hr (10 ml/hr) and ended up running the whole bag 500 mcg/100 ml bag in over about 30 minutes. There were two (2) occlusion alarms during the timeframe it ran. There was patient involvement but the information on patient impact is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Manufacturer narrative:
Omit :if other specify. Correction: describe event or problem, FDA notified? Additional information : report source, report source other, device available for eval?, returned to manufacturer on, device return to manuf .?, reason code for no evaluation.

Event description:
It was reported that octreotide infusion was supposed to run in at 50 mcg/hr (10 ml/hr) and ended up running the whole bag 500 mcg/100 ml bag in over about 30 minutes. There were two (2) occlusion alarms during the timeframe it ran. There was patient involvement but no harm. Received a copy of the customer's medwatch report from FDA which states, "patient receiving IV medication via carefusion infusion pump. After 45mins the pump alarmed and entire infusion completed. The medication should have been given over 10 hours. On review it was identified the infusion pump malfunctioned due to broken module platen hinge spring assembly. No identified patient harm. Additional information received on 3/17/2023 for report number mw5115796." It was further reported from customer biomed that following internal device inspection by customer biomed it was later found that the top hinge of the platen was broken.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, e2401 - insufficient information, f24 - insufficient information. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that octreotide infusion was supposed to run in at 50 mcg/hr (10 ml/hr) and ended up running the whole bag 500 mcg/100 ml bag in over about 30 minutes. There were two (2) occlusion alarms during the timeframe it ran. There was patient involvement but no harm. Received a copy of the customer's medwatch report from FDA which states, "patient receiving IV medication via carefusion infusion pump. After 45mins the pump alarmed and entire infusion completed. The medication should have been given over 10 hours. On review it was identified the infusion pump malfunctioned due to broken module platen hinge spring assembly. No identified patient harm. Additional information received on 3/17/2023 for report number mw 5115796." It was further reported from customer biomed that following internal device inspection by customer biomed it was later found that the top hinge of the platen was broken.